Event description:
Per the clinic, the patient underwent revision surgery under general anaesthesia.

Event description:
Per the clinic, the patient experienced a mastoid infection. It was also reported that the explanted device is not available for analysis.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to recurrent infection (site not reported). The patient underwent three surgical procedures (specific date not reported) prior to explant to remove the infection, but the issue could not be resolved. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.